Event description:
It was reported that at an additional visit in 2005 the patient experienced mild orthostatic hypotension. It is continuing and the condition was not pre-existing. The action/treatment was to decrease vasotec medication. The patient's outcome was reported to be resolved. No additional information was available.